Event description:
Related MFR # 2916596-2023-06092. It was reported that the patient presented to the emergency room with a backup battery alarm. Prior to their arrival, the patient performed a controller exchange. The patient's old backup controller needed a new emergency backup battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of the patient presenting to the emergency room with an alarm and needing a new emergency backup battery (ebb) was unable to be confirmed. A review of the event log file contained data spanning approximately 2 days ((B)(6) 2023 - (B)(6) 2023 per timestamp). At 20:14:45, the driveline was disconnected, consistent with the reported controller exchange performed by the patient. No backup battery fault alarms were active in the log files. Of note, events prior to the controller exchange were overwritten by new data in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. . No further information was provided. The manufacturer is closing the file on this event.